Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the pump keeps on alarming with a medtronic logo and red light. Customer¿s blood glucose was unknown at the time of incident. Customer stated that there was no prior alert. Customer stated that the insulin pump was still alarming. The insulin pump will be returned for analysis.